Manufacturer narrative:
This case was assessed as reportable to the FDA as the event myositis of the muscle (myositis) was deemed to meet serious injury criteria due to the patient's hospitalization. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a colombian physician and concerns a female patient. She was injected with radiesse(+), into the mandibular angle and mandibular branches, for a definition of the mandibular line, on (B)(6) 2022. Batch number expiry date was reported as: 03/2024. A needle was used for injection. As reported, the physician was not precise with the amount of product applied in each point. On (B)(6) 2022, at the time of the radiesse(+) injection, the patient presented pain. As the patient moved, the physician was not clear in which plan the application was made. Immediately after the application the patient reported pain, sensitivity, oedema and paresthesia. There was no change in color or local temperature. On (B)(6) 2022, reported as the following day, the patient presented more oedema. As corrective treatment, 3 doses of 10 mg of cetirizine, ibuprofen and local clear were prescribed. According to the area of edema in the photos and the clinical picture after the application, was a parotid lesion initially considered, due to the risk factors of application with needle in the whole area, pain, and sensation of paresthesia, due to the inflammatory mechanism, secondary lesion of the facial nerve. Due to this, the physician recommended to take an ultrasound to confirm or rule out the suspicion. As further corrective treatment, to optimize management with oral or intramuscularly corticosteroid (deflazacort or betaduo), physical and anti-inflammatory. The physician also suggested using technologies such as radio frequency to reduce edema and favor the resolution of the condition. On (B)(6) 2022, the patient was followed up and reported that she was feeling better, but at night she commented that the pain worsened, associated with a burning sensation and paresthesia in the cheek. She decided not to take any more anti-inflammatory drugs or to start the corticosteroid. On (B)(6) 2022, the physician forwarded 7 audios where the patient corroborated the same clinical picture. It was explained to the physician that it was advisable for the patient to continue with anti-inflammatory drugs and start corticoids. An ultrasound was recommended to be performed. On (B)(6) 2022, the physician reported that the patient agreed to take 5 mg prednisone (two doses). After taking it, the patient experienced vomiting, epigastric pain and a headache so she had to go to the emergency room and was under observation for one night. Additionally, the patient informed the physician that because of the nsaids she had to take, she noticed that the hyaluronic acid that had been applied for rhino-modeling was lost. On (B)(6) 2022, the physician reported that the patient still had oedema but only after sun exposure, and that she was regarding the other symptoms almost asymptomatic. On (B)(6) 2022, the patient finally had the ultrasound. On (B)(6) 2022, the physician reported that the result of the ultrasound revealed a bilateral hypertrophy of the masseters, predominantly right (with a difference of 7 mm between one side and the other), and that the application of the product with needle probably triggered a myositis of the muscle. The patient consulted a plastic surgeon for a second opinion, and the physician recommended an application of botulinum toxin to treat the hypertrophy. Due to the provided information, the outcome of the events was considered as resolving.